Manufacturer narrative:
Section b5 of the initial medwatch report indicates: the customer contacted stryker to report that their device was "intermittently powering itself off." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event. Section b5 of the initial medwatch report should indicate: the customer contacted stryker to report that their device was "intermittently powering itself off." Upon evaluation of the customer¿s device, stryker also found that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event. Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and was unable to duplicate the reported issue. The device's acpa and acap cables were replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the issue was not established. Section h11 of the initial medwatch report should indicate: stryker evaluated the customer's device and was able to verify the error code on the device's memory, but was unable to duplicate issue. The issue of the device powering off was not able to be verified or duplicated. The customer was advised to replace the device acpa. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the issue was not established.

Event description:
The customer contacted stryker to report that their device was "intermittently powering itself off." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device's acpa and acap cables were replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the issue was not established.

Event description:
The customer contacted stryker to report that their device was "intermittently powering itself off." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.